Event description:
It was reported and confirmed by telemetry that a critical alarm occurred due to a motor stall, and two days later a tube set error occurred. The stall was constant. The patient was reported as doing "fine." The medications being delivered via the device system were clonidine and morphine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).